Event description:
The facility stated that the surgeon implanted a aq2017v 3 piece silicone lens. The lens tore as it was being advanced in the cartridge during insertion into the eye. The lens was removed without enlarging the incision. No patient injury. It was unknown what caused the lens to tear. The facility was unable to provide the injector model and lot number. The cartridge model that was used was a aq cartridge fp and the number 1195185